Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), feeling abnormal ("brain fog"), abdominal pain lower ("pain and cramping"), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular cycles"), rash ("rashes"), neuropathy peripheral ("neuropathy"), tooth disorder ("dental problems"), gingival swelling ("gum swelling"), vision blurred ("blurred vision"), migraine ("migraines"), night sweats ("night sweats") and insomnia ("insomnia"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) of 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, inflammation, feeling abnormal, abdominal pain lower, vaginal haemorrhage, menstruation irregular, rash, neuropathy peripheral, tooth disorder, gingival swelling, vision blurred, migraine, night sweats and insomnia outcome was unknown. The reporter considered abdominal pain lower, feeling abnormal, gingival swelling, inflammation, insomnia, menstruation irregular, migraine, neuropathy peripheral, night sweats, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted during (B)(6) 2014 and reported adverse events including pelvic pain/pain. She underwent laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) of 2016. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case, limited information was provided. The case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/pain") and genital haemorrhage ("bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included removal of kidney stone in 2013, corpus luteum cyst, abdominal pain, left lower quadrant pain, irregular menstruation, diverticulum intestinal, diarrhea, chills, dysmenorrhea, dyspareunia and dysfunctional uterine bleeding. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation"), feeling abnormal ("brain fog"), abdominal pain lower ("pain and cramping"), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular cycles"), rash ("rashes/rashes."), neuropathy peripheral ("neuropathy"), tooth disorder ("dental problems"), gingival swelling ("gum swelling"), vision blurred ("blurred vision"), migraine ("migraines"), night sweats ("night sweats"), insomnia ("insomnia/insomnia,"), allergy to metals ("nickel sensitivity"), autoimmune disorder ("autoimmune-like symptoms"), depression ("depression"), pruritus ("itching") and swelling ("swelling"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, inflammation, feeling abnormal, abdominal pain lower, vaginal haemorrhage, menstruation irregular, rash, neuropathy peripheral, tooth disorder, gingival swelling, vision blurred, migraine, night sweats, insomnia, allergy to metals, autoimmune disorder, depression, pruritus and swelling outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, autoimmune disorder, depression, feeling abnormal, genital haemorrhage, gingival swelling, inflammation, insomnia, menstruation irregular, migraine, neuropathy peripheral, night sweats, pelvic pain, pruritus, rash, swelling, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: insertion date: (B)(6) 2014 (pfs). (B)(6) 2016,total hysterectomy. (Discrepancy noted- previously reported removal date is: (B)(6) 2016). The patient tolerated the procedure well. Pelvic pain, nickel allergy. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical records received. Events per pfs: nickel sensitivity, autoimmune-like symptoms, depression, bleeding, itching, swelling were added, patient's medical history was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), inflammation ("inflammation"), feeling abnormal ("brain fog"), abdominal pain ("pain and cramping"), vaginal haemorrhage ("spotting"), menstruation irregular ("irregular cycles"), rash ("rashes"), neuropathy peripheral ("neuropathy"), tooth disorder ("dental problems"), gingival swelling ("gum swelling"), vision blurred ("blurred vision"), migraine ("migraines"), night sweats ("night sweats") and insomnia ("insomnia"). The patient was treated with surgery (laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) of 2016). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain, inflammation, feeling abnormal, abdominal pain, vaginal haemorrhage, menstruation irregular, rash, neuropathy peripheral, tooth disorder, gingival swelling, vision blurred, migraine, night sweats and insomnia outcome was unknown. The reporter considered abdominal pain, feeling abnormal, gingival swelling, inflammation, insomnia, menstruation irregular, migraine, neuropathy peripheral, night sweats, pelvic pain, rash, tooth disorder, vaginal haemorrhage and vision blurred to be related to essure. Company causality comment: this litigation case report refers to an adult female plaintiff who had essure (fallopian tube occlusion insert) inserted during (B)(6) 2014 and reported adverse events including pelvic pain/pain. She underwent laparoscopic hysterectomy and bilateral salpingo-oophorectomy on (B)(6) of 2016. Pelvic pain is highly prevalent in women, and may have gynecological and non gynecological causes. In this case, limited information was provided. The case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.